Event description:
It was reported by service report that the bed goes up when down button was pressed. It is unk if there was pt involvement. However, no adverse consequences were reported.

Manufacturer narrative:
Results: malfunctioning siderail cable and outer pcb board caused a reversed head-left siderail lift functions.